Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased sound. A review of the recipient's test data indicate impedance issues. A CT scan confirmed electrode migration. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: b3, d6b & h6. The recipient's device was repositioned on (B)(6) 2026. A full insertion was not completed due to fibrosis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.